Manufacturer narrative:
The customer sales representative sent coulter dxh diluent replacement to address the issue. (B)(4). This MDR is related to MDR 1061932-2013-02172 submitted for the same issue with a different lot number of coulter dxh diluent in the same customer facility.

Event description:
The customer reported platelet background high failures on the unicel dxh 800 coulter cellular analysis system when using a specific lot number of coulter dxh diluent. There were no erroneous test results with this event. There was no death, injury or affect to user or patient treatment.